Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-70; serial number: (B)(4); batch/lot number: 2000022900; model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure.